Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the device though the skin. Reportedly a revision surgery due to skin necrosis was performed however the extrusion re-occured. In addition, in situ measurements showed one channel with hi status due to undetermined reasons. A review of the devices sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the observed issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
The user's hearing performance with the device was affected. A flap necrosis has occurred. A repairing surgery was done on (B)(6) 2024, but the implant extruded through the skin again. The device has been explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device was affected. A flap necrosis has occurred. The repairing surgery was done on (B)(6) 2024, but the implant extruded through the skin again. No infection has occured and no pain around the implant site was reported. The device has been explanted.